Event description:
Lsi solutions cor-knot device not consistently or securely crimping or releasing from the device. Surgeon had to manipulate device inside pt to allow the device to release from the crimping material. Reason for use: minimally invasive avr.